Manufacturer narrative:
The PMA/510 (k) number is unknown due to the unknown brand name. The device is not available for evaluation. The lot number was not provided. The manufacturing review did not indicate this complaint was due to the manufacturing process. No adverse complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
This is a literature report received regarding a patient who experienced keratolysis. A review of the article revealed a case study of a patient that, 16 years prior, suffered a penetrating corneal injury (injury not specified) in their left eye (os). The patient's history includes four unsuccessful corneal grafts. The patient underwent a keratoprosthesis, with a glaucoma drainage implant, and postoperatively, was fitted into a soft contact lens (methafilcon a). Visual acuity, after removal of the sutures, was 20/70 and stable. The patient requested to be fit into a custom cosmetic contact lens to match the appearance of their right eye (od). The patient was fitted into a phemfilcon a soft contact lens (exact lens unspecified). Postoperatively (17 months), keratolysis was noted, as thinning of the donor graft was observed at the graft-optic junction. A decrease in visual acuity (20/100) was noted, without subjective change to vision and no pain/discomfort. Three months postoperatively, visual acuity was 20/80 with no further evidence of keratolysis was observed. The patient has since been fitted into a methafilcon bandage contact lens. The article discusses the melting of the patient's graft could be due to potential poor contact lens management on the patient's part, and hypoxia, secondary to low oxygen diffusion through the phemfilcon a cosmetic contact lens. There was no evidence of any infectious process or inflammatory disease contributing to the melt. The patient further demonstrated stability before the charge in contact lens regimen. Refer to the attached literature article. Adesina, o.o., vickery, jean a., ferguson, carri l., stone, donald u., "stromal melting associated with a cosmetic contact lens over a boston keratoprosthesis: treatment with a conjunctival flap." Eye and contact lens 2013; 39: e4-e6.